Event description:
A customer called stating that their meter quit working even though new batteries were just installed. During the trouble shooting process, it was learned that the display has missing segments. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.